Event description:
Telemetry confirmed that the pump was alarming due to zero ml reservoir volume reached. The low reservoir occurred on (B)(6) 2014; the empty alarm occurred (B)(6) 2014. The patient had withdrawal symptoms. The patient had missed their refill visit because they didn¿t want to travel to the office. The pump was refilled on the date of this report with the same drug and concentration mix and the patient¿s therapy was restarted. The device system was delivering compounded baclofen and morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).